Event description:
A report was received that a pt underwent a pocket revision procedure due to swelling and bruising around the pocket. No infection was suspected. During the procedure, the pocket site was repositioned. The pt is reportedly doing well following the revision procedure.